Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer bought three boxes and reported that many have had the string pull out and the strings appear shorter. She was able to manually remove the pessaries and did not seek medical assistance.